Manufacturer narrative:
The field service engineer (fse) observed the probe assembly was leaking fluid between cycles. The fse discovered the vacuum tubing for the probe rinse was pinched between the bath and the unit housing. The fse repositioned the tubing and resolved the fluid leak issue. The fse noted the white blood cell (wbc) bath mixing pinch valve and the probe rinse tubing positioned backwards and re-oriented the valve and the tubing. No further fluid leaks were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications was returned to normal operation. (B)(4).

Event description:
The customer reported approximately one spoonful of fluid leaked inside the tube holder involving the coulter act diff 2 analyzer. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer was wearing safety gloves at the time the leak was discovered and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.